Event description:
It was reported that the device did not work at the beginning, but after the nurse hit the unit, it began to work. When the drain lever was depressed to transfer the collected blood from the reservoir to the blood bag, it appeared that the plunger was loose and the collected blood could not be transferred. The patient did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If further information is received, a follow up report will be filed.